Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube; unable to verify off no power alarm or perform the functional testing due to blank display anomaly. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed off no power. Customer's blood glucose level was 234 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.